Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 599 mg/dl and a bolus was delivered to address the bg. The customer thought the infusion set site may be the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site at the time of the report and was to change it out later. Tandem technical support advised the customer to discuss the event with a healthcare provider.